Event description:
It was reported via repair work order that the side rails could not latch up due to broken top rail pivots at the latching spindle and the brakes would not engage/hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.